Event description:
Depuy acromed was informed that a pt was experiencing symptoms of an allergic reaction. It was determined that an infection had occurred and it was decided that the construct needed to be explanted. The surgeon requested that a material composition test be conducted. Co is currently in the process of conducting an evaluation.

Event description:
Depuy acromed was informed that a pt was experiencing symptoms of an allergic reaction. It was determined that an infection had occurred and it was decided that the construct needed to be explanted. The surgeon requested that a material composition test be conducted. The doc construct was analyzed for material composition. All components conformed to the material specifications except for the needle screws, where the aluminum content was found to be below specifications. Due the extremely small size of the needle screws, accurate readings are difficult to achieve. However, this condition would not have a material affect on the device and will not contribute to the allergic reaction reported in this event. Complaints concerning allergic reactions are usually reported for stainless steel devices and are usually associated with the nickel content in the stainless steel. This event is most likely not device related.